Event description:
During implant procedure, the atrial lead kept dislodging. The physician opted to implant a new atrial lead. The patient was in stable condition.

Manufacturer narrative:
. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. The helix was extended and clogged with blood. No anomalies were noted at the connector of the helix. The entire lead was extended and no anomalies were noted.